Event description:
Customer reports an infusor containing odansetron did mnot flow during pt use. Per customer, the pt subsequently vomited approx 750cc's during the night at home because the infusor did not flow. The pt was then given bolus doses of drug, and the vomiting ceased.